Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2017. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed in 2017. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small piece of coil left in right cornua/multiple metallic coils/fallopian tube, right" and consists of multiple fragments/there was a piece left behind in her uterus/persistent of tiny 2mm metallic fragment overlying projection of mid pelvis"), device dislocation ("migration of implant"), uterine perforation ("perforation of organs/iud perforating uterine wall") and uterine haemorrhage ("other injury(ies) or complication (s) please describe: aub") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included emotional problems, menses irregular, grand multiparity and rape victim. Previously administered products included for birth control: tri-cyclen lo in 2007; for pain: micronor; for an unreported indication: naproxen. Past adverse reactions to the above products included haemorrhage with micronor. Concurrent conditions included stress since 2008, vitamin d deficiency since 2016, abdominal pain, back pain and dysuria. Concomitant products included ibuprofen for pain. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal distension"), asthenia ("other injury(ies) or complication (s) please describe: weakness"), dizziness ("other injury(ies) or complication (s) please describe: lightheadedness") and alopecia ("other injury(ies) or complication (s) please describe: hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with groin pain and suprapubic pain, uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("other injury(ies) or complication (s) please describe: adnexa tender palpation") and chills ("other injury(ies) or complication (s) please describe: chills"). The patient was treated with vitamins nos and surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, uterine perforation, uterine haemorrhage, depression, migraine, anaemia, dysmenorrhoea, vaginal discharge, abdominal distension, asthenia, dizziness, adnexa uteri pain and chills outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anaemia, asthenia, chills, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2007. Insertion details - following the procedure there was one coil of essure on the right and eight coils on the left. Post-operative status - per op report, surgery complicated by possible very small piece of coil left in r cornua, otherwise was performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: persistent of the tiny 2mm metallic fragment overlying the projection of the mid pelvis.. Pathology test - on (B)(6) 2017: part "a" is additionally labeled "fallopian tube, right" and consists of multiple fragments of pink-tan to purple soft tissue ranging from 0.4 to 1.4 cm in greatest dimension_ there are multiple metallic coils free floating within the container as well as one in place within the longest segment of presumptive fallopian tube. Part "b" is additionally labeled "fallopian tube, left" and consists of two fragments of purple-tan cylindrical soft tissue with length of 1 ,2 and 1 ,0 cm, there are multiple metallic coils free floating within the container as well as within the two soft tissues.. Ultrasound scan vagina - on (B)(6) 2016: displacement of intrauterine contraceptive device, initial encounter,patient with iud displaced. To return to see gyn for care after transvag ultrasound shows no perforation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pelvic pain, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events - vaginal hemorrhage, menorrhagia, depression, rashes, migraines, headaches, anemia, device breakage, dysmenorrhea, vaginal discharge, abdominal distension, weakness, lightheadedness, aub, adnexa tender palpation, chills, hair loss, inguinal pain, suprapubic pain, device monitoring procedure not performed were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Historical drugs and lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small piece of coil left in right cornua/multiple metallic coils/fallopian tube, right" and consists of multiple fragments/there was a piece left behind in her uterus/persistent of tiny 2mm metallic fragment overlying projection of mid pelvis"), device dislocation ("migration of implant"), uterine perforation ("perforation of organs/iud perforating uterine wall") and uterine haemorrhage ("other injury(ies) or complication (s) please describe: aub") in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included emotional problems, menses irregular, grand multiparity and rape victim. Previously administered products included for birth control: tri-cyclen lo in 2007; for pain: micronor; for an unreported indication: naproxen. Past adverse reactions to the above products included haemorrhage with micronor. Concurrent conditions included stress since 2008, vitamin d deficiency since 2016, abdominal pain, back pain and dysuria. Concomitant products included ibuprofen for pain. In 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal distension"), asthenia ("other injury(ies) or complication (s) please describe: weakness"), dizziness ("other injury(ies) or complication (s) please describe: lightheadedness") and alopecia ("other injury(ies) or complication (s) please describe: hair loss"). In 2015, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with groin pain and suprapubic pain, uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("other injury(ies) or complication (s) please describe: adnexa tender palpation") and chills ("other injury(ies) or complication (s) please describe: chills"). The patient was treated with vitamins nos and surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, uterine perforation, uterine haemorrhage, depression, migraine, anaemia, dysmenorrhoea, vaginal discharge, abdominal distension, asthenia, dizziness, adnexa uteri pain and chills outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anaemia, asthenia, chills, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: discrepancy to be noted in essure insertion date as 07-may-2007. Insertion details - following the procedure there was one coil of essure on the right and eight coils on the left. Post-operative status - per op report, surgery complicated by possible very small piece of coil left in r cornua, otherwise was performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: persistent of the tiny 2mm metallic fragment overlying the projection of the mid pelvis.. Pathology test - on (B)(6) 2017: part "a" is additionally labeled "fallopian tube, right" and consists of multiple fragments of pink-tan to purple soft tissue ranging from 0.4 to 1.4 cm in greatest dimension_ there are multiple metallic coils free floating within the container as well as one in place within the longest segment of presumptive fallopian tube. Part "b" is additionally labeled "fallopian tube, left" and consists of two fragments of purple-tan cylindrical soft tissue with length of 1 ,2 and 1 ,0 cm, there are multiple metallic coils free floating within the container as well as within the two soft tissues.. Ultrasound scan vagina - on (B)(6) 2016: displacement of intrauterine contraceptive device, initial encounter,patient with iud displaced. To return to see gyn for care after transvag ultrasound shows no perforation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pelvic pain, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of coil left in right cornua/multiple metallic coils/fallopian tube, right" and consists of multiple fragments/there was a piece left behind in her uterus/persistent of tiny 2mm metallic fragment overlying projection of mid pelvis'), device dislocation ('migration of implant'), uterine perforation ('perforation of organs/iud perforating uterine wall') and uterine haemorrhage ('other injury(ies) or complication (s) please describe: aub') in a 37-year-old female patient who had essure (ess205) (batch no. 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included emotional problems, menses irregular, grand multiparity and rape victim. Previously administered products included for birth control: tri-cyclen lo in 2007; for pain: micronor; for an unreported indication: naproxen. Past adverse reactions to the above products included haemorrhage with micronor. Concurrent conditions included vitamin d deficiency since 2016, stress since 2008, abdominal pain, back pain and dysuria. Concomitant products included ibuprofen for pain as well as allopurinol (elavil) from (B)(6)2016 to (B)(6)2017, betamethasone dipropionate;clotrimazole (lotrisone) from (B)(6)2016 to (B)(6)2017 and vitamin d nos (vitamin d). On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2008, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("other injury(ies) or complication (s) please describe: hair loss"). In (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal distension"), asthenia ("other injury(ies) or complication (s) please describe: weakness") and dizziness ("other injury(ies) or complication (s) please describe: lightheadedness"). In (B)(6)2015, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with groin pain and suprapubic pain, uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("other injury(ies) or complication (s) please describe: adnexa tender palpation") and chills ("other injury(ies) or complication (s) please describe: chills"). The patient was treated with vitamins nos and surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device breakage, device dislocation, uterine perforation, uterine haemorrhage, depression, migraine, anaemia, dysmenorrhoea, vaginal discharge, abdominal distension, asthenia, dizziness, adnexa uteri pain and chills outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anaemia, asthenia, chills, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure insertion date as (B)(6)2007 and 2006. Insertion details - following the procedure there was one coil of essure on the right and eight coils on the left. Post-operative status - per op report, surgery complicated by possible very small piece of coil left in r cornua, otherwise was performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2017: persistent of the tiny 2mm metallic fragment overlying the projection of the mid pelvis.. Pathology test - on (B)(6)2017: part "a" is additionally labeled "fallopian tube, right" and consists of multiple fragments of pink-tan to purple soft tissue ranging from 0.4 to 1.4 cm in greatest dimension_ there are multiple metallic coils free floating within the container as well as one in place within the longest segment of presumptive fallopian tube. Part "b" is additionally labeled "fallopian tube, left" and consists of two fragments of purple-tan cylindrical soft tissue with length of 1 ,2 and 1 ,0 cm, there are multiple metallic coils free floating within the container as well as within the two soft tissues.. Ultrasound scan vagina - on (B)(6)2016: displacement of intrauterine contraceptive device, initial encounter,patient with iud displaced. To return to see gyn for care after transvag ultrasound shows no perforation.. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received. Lot number added. Onset date of event rash, headache, migraine, vaginal discharge, abdominal distension, asthenia, dizziness, alopecia, depression, vaginal haemorrhage, menorrhagia were updated. Concomitant drug were added. On 17-dec-2019: plaintiff fact sheet received. Onset date of essure were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of coil left in right cornua/multiple metallic coils/fallopian tube, right" and consists of multiple fragments/there was a piece left behind in her uterus/persistent of tiny 2mm metallic fragment overlying projection of mid pelvis'), device dislocation ('migration of implant'), uterine perforation ('perforation of organs/iud perforating uterine wall') and uterine haemorrhage ('other injury(ies) or complication (s) please describe: aub') in a 37-year-old female patient who had essure (ess205) (batch no. 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". The patient's medical history included emotional problems, menses irregular, grand multiparity and rape victim. Previously administered products included for birth control: tri-cyclen lo in 2007; for pain: micronor; for an unreported indication: naproxen. Past adverse reactions to the above products included haemorrhage with micronor. Concurrent conditions included vitamin d deficiency since 2016, stress since 2008, abdominal pain, back pain and dysuria. Concomitant products included ibuprofen for pain as well as allopurinol (elavil) from december 2016 to february 2017, betamethasone dipropionate;clotrimazole (lotrisone) from november 2016 to september 2017 and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In may 2008, the patient experienced migraine ("migraines") and headache ("headaches"). In january 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and alopecia ("other injury(ies) or complication (s) please describe: hair loss"). In may 2014, the patient experienced vaginal discharge ("vaginal discharge"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal distension"), asthenia ("other injury(ies) or complication (s) please describe: weakness") and dizziness ("other injury(ies) or complication (s) please describe: lightheadedness"). In may 2015, the patient experienced rash ("rashes or skin conditions type: rashes"). In 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 9 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with groin pain and suprapubic pain, uterine haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("other injury(ies) or complication (s) please describe: adnexa tender palpation") and chills ("other injury(ies) or complication (s) please describe: chills"). The patient was treated with vitamins nos and surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, uterine perforation, uterine haemorrhage, depression, migraine, anaemia, dysmenorrhoea, vaginal discharge, abdominal distension, asthenia, dizziness, adnexa uteri pain and chills outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and alopecia was resolving and the rash had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, anaemia, asthenia, chills, depression, device breakage, device dislocation, dizziness, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, rash, uterine haemorrhage, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2007 and 2006. Insertion details - following the procedure there was one coil of essure on the right and eight coils on the left. Post-operative status - per op report, surgery complicated by possible very small piece of coil left in r cornua, otherwise was performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: persistent of the tiny 2mm metallic fragment overlying the projection of the mid pelvis.. Pathology test - on (B)(6) 2017: part "a" is additionally labeled "fallopian tube, right" and consists of multiple fragments of pink-tan to purple soft tissue ranging from 0.4 to 1.4 cm in greatest dimension_ there are multiple metallic coils free floating within the container as well as one in place within the longest segment of presumptive fallopian tube. Part "b" is additionally labeled "fallopian tube, left" and consists of two fragments of purple-tan cylindrical soft tissue with length of 1 ,2 and 1 ,0 cm, there are multiple metallic coils free floating within the container as well as within the two soft tissues.. Ultrasound scan vagina - on (B)(6) 2016: displacement of intrauterine contraceptive device, initial encounter,patient with iud displaced. To return to see gyn for care after transvag ultrasound shows no perforation.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint) a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.